Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on (B)(6) 2024. Patients bg level was found to 328mg/dl. Patient also delivers 5 unit of bolus. No further information available.